Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2019 with blood glucose of over 400 mg/dl and lows of 35 mg/dl at the time of the incident. The customer stated they had a medical procedure done in (B)(6) 2109 and ever since they have been having lows and highs. The customer used the pump to treat the highs. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the high and no other issues were found. The insulin pump will not be returned for analysis.